Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint stent was implanted in the mid rca. Approximately 24 months post index procedure the patient died from an unknown cause. The death was classified as a cardiac death. The investigator reported that the event is not related to the index device or anti platelets.